Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). After a 2.5x12mm emerge balloon catheter was advanced for pre-dilatation, a 2.50 x 28 synergy¿ drug-eluting stent was attempted to be inserted into the patient's body; however, it was noted that the stent struts were frayed. After close examination and confirmation, physician abandoned the damaged stent, implanted a new 2.5x28mm synergy stent and proceeded successfully with post-dilatation using a 3.0x8mmnc emerge balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Synergy ous mr 2.5 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no damage to the proximal or distal end of the stent. The center struts were raised slightly from the crimped profile. The proximal and distal stent od (outer diameter) were measured and are within specification. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis. There is no issue to note with the interaction between the stent protector and max crimped stent profiles. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the stent damage was noted outside the patient's body.